Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned without a battery cap. Multiple call service alarm events were observed in the black box on the reported failure date of (B)(6) 2014. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps could not be performed due to a call service alarm on the load step. The pump was not exercised for 24 hours on a 1 unit per hour basal with a test battery cap due to alarms being duplicated. The pump was opened for further investigation and the internal motor failed when tested. Unrelated to the initial complaint, the pump booted to the verify screen with dim pink contrast. The pump was returned with a torn audio bolus button cover and the audio bolus button was found to be responsive to testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that a call service alarm had occurred during the rewind/load step and had recurred after rebooting the pump and changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.